Event description:
Info received indicates the head of the bed will not go up or down and the CPR function is not working.

Manufacturer narrative:
The tech isolated the issue to a bent CPR dampener. He replaced the dampener to repair the bed.